Manufacturer narrative:
(B)(4). Component code (B)(4). Investigation summary a photo along with the device was returned for evaluation. This is a photo for two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the firs photo shows a tyvek that belong to ecr60b, lot number 278a78 and expiration date 2026-03-31. The second photo shows a blue reload from the pan cartridge inside of a plastic bag. Appears to be a pan cartridge dislodged of the cartridge. Based on the two photos review, the event describe could not be confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60b reload was returned unfired. In addition, the reload pan was noted to be partially dislodged from right proximal side. 3 double drivers were noted to be missing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached on what may have caused the reload pan to dislodge. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. According to the information received, the reported event for the device was would not fire.

Event description:
It was reported that during the gastric cancer surgery, could not fire when severing gastric tissue on the first firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.